Manufacturer narrative:
Initial.

Event description:
It was reported that after a shower the dexcom g7 continuous glucose monitor (cgm) sensor experienced intermittent communication failure with the ilet, resulting in signal loss to the ilet only; the user completed toggling settings and re-entered the pairing code, and the sensor subsequently reconnected. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet, consistent with intermittent communication failure, with relevant device components including the electrical and magnetic subsystem and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.